Event description:
It was reported that a pt underwent a sling procedure in 2008. In the next day, the pt presented with right groin pain, and was re-admitted into the hospital for pain control. The pt was treated with intravenous narcotics and percocet. The pt was discharged the same day with percocet. At this time the event is resolved.

Manufacturer narrative:
Device code other: pain occurred. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.